Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 30 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported trauma, infection, pain, implant mobility and bleeding in this patient with good oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.